Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient reported that the rash started when she was fit with the lifevest but only became bad once the doctor prescribed her magnesium. The rash was red, bumpy, and bleeding. The patient's physician advised the patient to remove the lifevest until the rash healed. The physician also gave the patient a medication and benadryl. Follow-up indicated that the rash was still present, but that it was improving and all of the open wounds had healed.